Event description:
It was reported to philips that the system was not working. The device was outside clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) visited system onsite and confirmed that the system was not turning on. Upon troubleshooting, the fse identified the issue with host pc. The suppliers part analysis has conclusively determined the cause of host pc failure was due to dead psu. To resolve the issue, the fse has replaced the host pc, reinstalled the software and performed the necessary calibrations, after which the system was returned to use in good working order. The codes were updated based on the investigation outcome.